Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient when it was noted that there was a large air embolism in the left ventricle of the patient. The closure device was released and implanted in the laa of the patient and the physician attempted to extract the embolism with the pigtail catheter. The procedure was completed, and the patient was sent to have a computed tomography (CT) scan where no cerebral blockage was noted. One day post procedure the patient experienced a cerebral vascular accident. The patient was experiencing neurological deficits following this event. They were unresponsive to verbal commands. Five (5) days post procedure the patient died. The official cause of death was due to a cerebral infarction.